Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01487. (B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2015, the patient presented due to angina and coronary angiography was performed. Target lesion #1 was located in the mid left anterior descending (lad) artery with 80% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation, which did not relieve the calcified stenosis. A cutting balloon could not be passed across the lesion. A 3.00x20mm emerge balloon was then placed and dilated with resolution of the stenosis but this compromised flow into the 1st diagonal as it closed due to plaque shifting. The diagonal was wired. A cutting balloon procedure was then performed down into the lad, followed by balloon angioplasty to the 1st diagonal. The diagonal had residual stenosis. Target lesion #1 received a 3.00x28mm promus premier¿ drug-eluting stent. Post-dilatation was performed with 0% residual stenosis. Target lesion #2 was located in the 1st diagonal with 100% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation. Following placement of the 3.00x28mm promus premier¿ drug-eluting stent to the mid lad, the 1st diagonal was rewired and balloon angioplasty was performed; there was again flow-limiting stenosis. A 2.50x28mm promus premier¿ drug-eluting stent was then deployed to the ostium of the 1st diagonal. A kissing balloon finish was performed with post-dilatation in the 1st diagonal and in the lad. Both target lesions had 0% residual stenosis and timi 3 flow. There were no distal embolization or perforations. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient underwent an outpatient diagnostic cardiac catheterization due to angina effort. In (B)(6) 2016, the patient underwent a percutaneous coronary intervention (pci) for revascularization of three lesions located within the target vessel: the target lesion located in the ostial 1st diagonal was treated with pci with balloon angioplasty and a 2.5x8mm promus premier stent due to the in-stent restenosis identified on (B)(6) 2016 via angiography. Pre-treatment diameter stenosis was 90%, and post-treatment was 0%. A non-target lesion located in the distal 1st diagonal was treated with a pci with balloon angioplasty. Pre-treatment diameter stenosis was 95%, and post-treatment stenosis was 0%. A non-target lesion located in the mid left anterior descending (lad) artery was treated with a pci with a balloon angioplasty with a kissing balloon technique used to open the diagonal. Pre-treatment diameter stenosis was unknown, and post-treatment stenosis was 0%. The following day, the isr was considered resolved and the patient was discharged from the hospital on the same day.